Manufacturer narrative:
According to information received on 05/19/2017: "[complainant] stated her husband's onxmc-25/33 serial number (B)(4) was explanted on (B)(6) 2017 because the leaflets were not opening or closing correctly. She also said the valve was coming apart." A phone conversation was conducted with [complainant] on (B)(6) 2017. The initial focus was to inquire about her husband¿s current condition to which she stated that he was back at home but stressed that an unexpected interventional surgery was a difficult experience for them. The original valve, onxmc-25/33 was implanted (B)(6) 2013. The intervention/explant was performed on (B)(6) 2017 . According to [complainant], her husband called 911 on (B)(6) 2017 and was admitted same day due to symptoms of jaundice and hematuria. Tee (transesophageal echocardiogram) performed indicated that a leaflet was not functioning properly and intervention was necessary. She also stated that hemolysis was occurring and that ¿the suture line was coming apart.¿ multiple attempts were made to contact doctor, in order to gain more information, to no avail. To date, no additional information has been received from the complainant. Should additional information become available, the file will be reopened and the additional information evaluated by all relevant departments. The manufacturing records for the , onxmc-25/33, serial number (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications. All lots passed functional testing and met release specifications. No non-conformances or deviations were noted. No document change orders where noted and no root cause could be identified. Onxmc-25/33 sn (B)(4)implanted on (B)(6) 2013, explanted (B)(6) 2017 (3 years 185 days postop). An implant registration card was not received by the manufacturer. Production records for this serial number indicate it met all dimensional and performance specifications. All subsequent descriptive information is provided by the spouse of the patient. No medical professional opinion or laboratory reports were made available. Experiencing jaundice and hematuria, the patient¿s on-x valve was explanted after a transesophageal echocardiogram (tee) indicated one or more leaflets were not functioning properly. Other descriptors are that ¿the suture line was coming apart,¿ the valve was coming apart and that the patient had hemolysis. To say the suture line was coming apart might suggest a perivalvular leak (pvl), which could result in hemolysis. But to say the leaflets were not working properly would suggest thrombosis, which is an entirely different potential source of hemolysis. Without an echo report or blood test results or medical consults or anti-coagulation compliance history or the explanted valve, there are too many variables to make a definitive diagnosis as to the source of problem or problems. Too little objective information to say what, if any, relationship the valve has to the adverse events resulting in explantation. In any case, the instructions for use state that explantation due to complications is a risk associated with the implantation of prosthetic heart valves. Whether or not thrombosis and/or pvl apply to this case, they are listed among the known complications, occurring at an historical rate in rigid valves at a rate of 0.8 and 1.2%/ patient ¿year, respectively. There is too little information available to determine what, if any, relationship the valve has to the circumstances leading to its removal. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial reports, a patient called 911 on (B)(6) 2017 and was admitted same day due to symptoms of jaundice and hematuria. Tee performed (date unknown) indicated that a leaflet was not functioning properly and intervention was necessary. The original valve, onxmc-25/33, serial number (B)(4), was implanted (B)(6) 2013. The intervention/explant was performed on (B)(6) 2017. A phone conversation was conducted with [patient's spouse] on (B)(6) 2017. The initial focus was to inquire about [patient's] current condition to which [the spouse] stated that he was back at home but stressed that an unexpected interventional surgery was a difficult experience for them. The original valve, onxmc-25/33, serial number (B)(4), was implanted (B)(6) 2013. According to [the spouse], her husband called 911 on (B)(6) 2017 and was admitted same day due to symptoms of jaundice and hematuria. Tee performed indicated that a leaflet was not functioning properly and intervention was necessary. She also stated that hemolysis was occurring and that ¿the suture line was coming apart.¿

Manufacturer narrative:
According to information received on 05/19/2017: "[complainant] stated her husband's onxmc-25/33 serial number (B)(4) was explanted on (B)(6) 2017 because the leaflets were not opening or closing correctly. She also said the valve was coming apart. A phone conversation was conducted with [complainant] on (B)(6) 2017. The initial focus was to inquire about her husband¿s current condition to which she stated that he was back at home but stressed that an unexpected interventional surgery was a difficult experience for them. The original valve, onxmc-25/33 was implanted (B)(6) 2013. The intervention/explant was performed on (B)(6) 2017. According to [complainant], her husband called 911 on (B)(6) 2017 and was admitted same day due to symptoms of jaundice and hematuria. Tee (transesophageal echocardiogram) performed indicated that a leaflet was not functioning properly and intervention was necessary. She also stated that hemolysis was occurring and that ¿the suture line was coming apart.¿ multiple attempts were made to contact doctor, in order to gain more information, to no avail. To date, no additional information has been received from the complainant. Should additional information become available, the file will be reopened and the additional information evaluated by all relevant departments. The manufacturing records for the , onxmc-25/33, serial number (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications. All lots passed functional testing and met release specifications. No non-conformances or deviations were noted. No document change orders where noted and no root cause could be identified. Onxmc-25/33 sn (B)(4) implanted on (B)(6) 2013, explanted (B)(6) 2017 (3 years 185 days postop). An implant registration card was not received by the manufacturer. Production records for this serial number indicate it met all dimensional and performance specifications. All subsequent descriptive information is provided by the spouse of the patient. No medical professional opinion or laboratory reports were made available. Experiencing jaundice and hematuria, the patient¿s on-x valve was explanted after a transesophageal echocardiogram (tee) indicated one or more leaflets were not functioning properly. Other descriptors are that ¿the suture line was coming apart,¿ the valve was coming apart and that the patient had hemolysis. To say the suture line was coming apart might suggest a perivalvular leak (pvl), which could result in hemolysis. But to say the leaflets were not working properly would suggest thrombosis, which is an entirely different potential source of hemolysis. Without an echo report or blood test results or medical consults or anti-coagulation compliance history or the explanted valve, there are too many variables to make a definitive diagnosis as to the source of problem or problems. Too little objective information to say what, if any, relationship the valve has to the adverse events resulting in explantation. In any case, the instructions for use state that explantation due to complications is a risk associated with the implantation of prosthetic heart valves. Whether or not thrombosis and/or pvl apply to this case, they are listed among the known complications, occurring at an historical rate in rigid valves at a rate of 0.8 and 1.2%/ patient ¿year, respectively. There is too little information available to determine what, if any, relationship the valve has to the circumstances leading to its removal.

Event description:
According to the initial reports, a patient called 911 on (B)(6) 2017 and was admitted same day due to symptoms of jaundice and hematuria. Tee performed (date unknown) indicated that a leaflet was not functioning properly and intervention was necessary. The original valve, onxmc-25/33, serial number (B)(4), was implanted (B)(6) 2013. The intervention/explant was performed on (B)(6) 2017. A phone conversation was conducted with [patient's spouse] on (B)(6) 2017. The initial focus was to inquire about [patient's] current condition to which [the spouse] stated that he was back at home but stressed that an unexpected interventional surgery was a difficult experience for them. The original valve, onxmc-25/33, serial number (B)(4), was implanted (B)(6) 2013. According to [the spouse], her husband called 911 on (B)(6) 2017 and was admitted same day due to symptoms of jaundice and hematuria. Tee performed indicated that a leaflet was not functioning properly and intervention was necessary. She also stated that hemolysis was occurring and that ¿the suture line was coming apart.¿

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial reports, a patient called 911 on (B)(6) 2017 and was admitted same day due to symptoms of jaundice and hematuria. Tee performed (date unknown) indicated that a leaflet was not functioning properly and intervention was necessary. The original valve, onxmc-25/33, serial number (B)(4), was implanted (B)(6) 2013. The intervention/explant was performed on (B)(6) 2017